Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure on (B)(6) 2008? What was approach (open, laparoscopic or other)? The diagnosis and indication for the initial surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Please describe location and details of ¿mesh sinus¿? Did the patient experience mesh erosion/exposure? If yes, please provide location, details and any medical/surgical intervention? Details of ¿persistent discharge¿? When did the bleeding occur? The source and triggering event of bleeding and the volume of blood loss? How the bleeding was treated? If a surgical intervention was needed, please provide details. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2008 and the mesh was implanted. It was also reported that the patient experienced persistent discharge and bleeding and was diagnosed with mesh sinus on (B)(6) 2017. As reported, the patient developed sinus around the mesh. Vaginal portion of the mesh inside the sinus was removed on (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/26/2019. Additional information requested and following was obtained: name of initial surgical procedure on (B)(6) 2008? Insertion of tvt. What was approach (open, laparoscopic or other)? Vaginal, retropubic tape. The diagnosis and indication for the initial surgical procedure? Urodynamic stress incontinence . Any concurrent procedure/device implantation? No. Were there any intra-operative complications? None. Please describe location and details of ¿mesh sinus¿? Sub-urethral and paraurethral in a horseshoe shape where mesh present into retropubic space. Did the patient experience mesh erosion/exposure? If yes, please provide location, details and any medical/surgical intervention? No. Details of ¿persistent discharge¿? Persistent vaginal discharge and post-coital bleeding. When did the bleeding occur? The source and triggering event of bleeding and the volume of blood loss? Mild bleeding loss and post coital bleeding noted since early 2010. How the bleeding was treated? If a surgical intervention was needed, please provide details. Initial bleeding thought to be related to uterine bleed, she had mirena, endometrial ablation and hysterectomy between 2010-2015. Other relevant patient history/concomitant medications - normally fit and healthy, she also had voiding difficulty with recurrent uti post tvt. What is physician¿s opinion as to the etiology of or contributing factors to this event? - possible infection at time of surgery. What is the patient's current status? - she had the tvt removed on (B)(6) 2018, she is completely well and asymptomatic.